Event description:
The complainant alleged that during a routine shift check the device would not power up. The customer indicated there was no patient involvement with this reported malfunction.

Event description:
The complainant alleged that during a routine shift-check, the device powered up with no display. The customer indicated there was no patient involvement with this reported malfunction.